Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having sensor glucose discrepancies. The sensor glucose reading would be 117 mg/dl while their blood glucose reading was in the range of 400 mg/dl. Troubleshooting for the sensor was performed. The customer was to be sent a replacement for their sensor. The customer declined troubleshooting for their high blood glucose. The customer did not mention how they treated their high blood glucose. The device will not return for analysis.